Event description:
It was reported that during use, the device exhibited an alarm for ¿empty¿. The patient reported a significant amount of medication left the bag. Resolution volume was 0.0ml; rate 11.5ml/hr; given 300.00ml. The medication label read 275 total volume with rate being 18 grams over 24 hours. The pump was powered off. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be unintentional user error; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.